Manufacturer narrative:
This report is being submitted to correct the device codes field (f10) in section f, for use by/importer and device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this right ventricular (rv) lead was tangled up when device was flipped over which was confirmed through chest x-ray. Health care professional (hcp) stated that there is evidence of twiddler and no evidence of fractured lead or compromised pulse generator-lead integrity. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was tangled up when device was flipped over which was confirmed through chest x-ray. Health care professional (hcp) stated that there is evidence of twiddler and no evidence of fractured lead or compromised pulse generator-lead integrity. This lead remains in service. No adverse patient effects were reported.